Event description:
It was reported that the patient required nephrostomy tube experienced an adverse event directly attributable to the device 778600 - inlay versafittm multi-length ureteral stent without guidewire, 6fr., 22cm32cm and the patient experienced stent migration, occlusion. This did resulted in the patient injury requiring medical or surgical intervention.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "material selection part geometry" however, there was insufficient information to confirm this potential root cause. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: ¿ edema ¿ stone formation ¿ peritonitis ¿ extravasation ¿ ureteral reflux ¿ stent dislogdgement, fragmentation, migration, occlusion ¿ fistula formation ¿ loss of renal function ¿ hemorrhage ¿ pain/discomfort ¿ stent encrustation ¿ hydronephrosis ¿ perforation of kidney, renal pelvis, ureter and/or bladder ¿ ureteral erosion ¿ infection ¿ urinary symptoms" "with any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration." "Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Event description:
It was reported that the patient required nephrostomy tube experienced an adverse event directly attributable to the device 778600 - inlay versafittm multi-length ureteral stent without guidewire, 6fr., 22cm32cm and the patient experienced stent migration, occlusion. This did resulted in the patient injury requiring medical or surgical intervention.